Event description:
On (B)(6) 2006, the patient the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan revealed that the appropriately positioned infrarenal inferior vena cava (ivc) filter had chronic symmetric penetration of struts into the walls of the ivc. There was no migration, fracture, or stenosis.

Event description:
On (B)(6)2006, the patient underwent placement of a greenfield vena cava filter. On (B)(6)2019, a computed tomography (CT) scan revealed that the appropriately positioned infrarenal inferior vena cava (ivc) filter had chronic symmetric penetration of struts into the walls of the ivc. There was no migration, fracture, or stenosis.